Manufacturer narrative:
The getinge field service engineer (fse) replaced the drive manifold assembly and muffler <100 micron. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The initial reporter named in is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon-pump (iabp) unit failed the drive assembly leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon-pump (iabp) unit failed the drive assembly leak test. There was no patient involvement, and no adverse event reported.